Event description:
It was reported that the pt has no longer been able to hear with her device, since waking up one morning. She did not report any possible causes which might explain this situation. Testing was not able to be carried out, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.